Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, several cartridges had broken during the case. Additional information was received and stated, cartridges broken while ejecting the iol. The procedure was completed on the same day by use the same cartridge. Surgeon said iol deployed correctly into the patient eye and there was no damaged to the lens. There was no reported patient harm.